Event description:
Attempts to advance a coronary stent with delivery system to the target lesion site in the pt's left anterior decending artery, with the protective sheath retracted were unsuccessful. Upon withdrqwl of the sds, the stent became dislodged from the balloon catheter and embolized to an unknown location in the pt's body. The sds was withdrawn without complication and there were no clinical sequelae reported relative to this event.